Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the receiver will not charge and boot.(call tech support alarm on display). The receiver log was reviewed and errors were found in the log. The customer complaint was confirmed because multiple firmware errors were found in the receiver log and call tech support was observed on receiver display. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.